Manufacturer narrative:
(B)(4).

Event description:
He reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -9.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. In a separate surgery on this date the lens was exchanged with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.